Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings: during investigation, a review of the pump¿s black box showed one low battery warning and one replace battery alarm. There was evidence of short battery life observed in black box. During evaluation, the pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. Evaluation revealed a crack in the battery compartment. There was evidence of moisture contamination found inside the battery compartment. During testing, the pump current draws were found to be within specifications. The pump passed the leak test. The pump was removed from the case and no evidence of additional moisture or loose components were observed inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture/corrosion visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.